Manufacturer narrative:
Product ID: 3093-28, lot# v519455, implanted: (B)(6) 2010, product type: lead. Product ID: 3037. Serial# (B)(4), product type: programmer. Patient product ID: 3093-28, lot# v519455, implanted: 2010, product type lead. (B)(4).

Event description:
It was reported the patient would get ¿shocked, not debilitating, and mostly uncomfortable¿ when there was a lightning storm or severe lightning. The patient would turn the device off. It was stated the scar tissue surrounding the device and wires was ¿troublesome at times, but tolerable.¿ it was noted the patient was having some side effects. About two weeks later, it was stated the patient was still having concerns with their device or therapy, but had not sought further help. Additional information has been requested, a follow up report will be sent if additional information is received.